Event description:
The olympus representative found angulation play in both knobs at the facility. The device was returned for repair. The device was found to have foreign objects in the nozzle which is a reportable event. No patient was involved.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of knobs with angulation play. Additionally the following was found on evaluation: the objective lens has a chip and is scratched; the plastic distal end cover has a dent and is dirty; the bending rubber is dirty and the adhesive is detached; the connecting tube has discoloration and scratch, the suction cover has a scratch and the suction cylinder is shaved; the knob is dirty, the universal cord has a scratch, the angle wire is worn and the nozzle is clogged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that an accessory of the device (water container, air/water valve, etc.) Used with the subject device was damaged, and a broken piece entered into the air/water channel. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use( IFU). "Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function, inspection of ancillary equipment". Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to update operator of device, initial reporter name and address, initial reporter health professional, initial reporter occupation, and report source for reporter information.